Event description:
It was reported undersensing and an increase of high voltage lead impedance were observed due to lead dislodgement and fracture. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.